Event description:
Intracranial pressure value was about -50 on november 13, when the 10 days passed since we started to use 110-4hmt. When we replaced the monitor with another one (mph-1), we could see the value (about 25) same as before. Therefore, there may be something wrong in the main unit.